Event description:
It was reported the lead broke. The physician replaced the lead, but then the system did not work. At that time, the physician decided to leave all the components in the patient's body. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3998, lot # v020688, implanted: (B)(6) 2007, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37742, serial # (B)(4), product type programmer; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2006, product type extension.